Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they were unable to intubate due to an air leak; however, after removing the tube, filled it with normal saline and observed a hole in the balloon. It was reported that patient needed to be intubated three times and medicine was issued to prevent coding.